Event description:
Doctor said there had been fifteen (15) patients that have had a inflammatory response to the quill srs sutures. These were patients of his or his partner's that had the quill srs used for subcuticular closure after abdominoplasties or breast surgeries. Patients have had minor to moderate reaction or wound dehiscence with no infections. The quill srs was removed in all patients and the patients healed with no further therapy aside from topical acuzyme. Four patients will require scar revision. He questioned whether he may have placed the product too superficially.

Manufacturer narrative:
Method: review of device history records for the three lots involved. There were 47 boxes manufactured in the ra-1004q in finished goods lot m076060 with no other complaints being received. There were 174 boxes manufactured in the ra-1020q in finished goods lot m194700 with no additional complaints received. There were 48 boxes manufactured in the ra-10001q in finished good lot m100540 with no additional complaints being received. Results: these occurrences are consistent with superficial placement of the product which constitutes a user error. Surgical specialties corporation (doing business as angiotech) was supplied three item and lot numbers. Dr. Did not know which of the products were used on the patient with the reaction or wound dehiscence. The item number and lot information is as follows: model # ra-1020q, lot# m194700, catalog # ra-1020q. Device manufacturing date: 07/01/2007. Device expiration date: 07/31/09. Model# ra-1001q, lot# m100540, catalog # ra-1001q. Device manufacturing date: 01/01/2007. Device expiration date: 01/31/09.